Event description:
It was reported that pump displayed malfunction alarm code 0, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions on how to reset pump, successfully reset device without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction code reappeared.